Event description:
During the procedure (bilateral lumbar 4-5 and lumbar 5-sacral 1 radiofrequency ablation using the stryker rfa generator, the machine read an error code that stated the electrodes were disconnected. After reattaching the electrodes, the machine began to work and the procedure was completed as normal. After the procedure ended the stryker bovie pad (ref#0406-650-205) was removed from the patient. A burn was seen under the bovie pad on the patient's left posterior thigh. The surgeon was notified and assessed the site. Antibiotic ointment was placed on the burn. The patient returned to see the surgeon for a follow-up visit. The surgeon stated that the burn was healing up nicely. Reference report mw5147960.